Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pumps speaker was not working properly during bench testing. It was reported dspo abrasion. No patient involvement event occurred during bench testing.